Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 16mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a shaft break at approximately 27cm distal to the distal end of the strain relief and multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 20dec2022. It was reported that crossing difficulties occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. After the 6f jl non-boston scientific guide catheter was engaged, a 3.50 x 16 synergy drug-eluting stent was advanced through guidezilla ii for treatment. However, during the procedure, crossing difficulties were encountered. The procedure was completed with 3.50 x 18 onyx stent. No patient complications were reported. However, device analysis revealed shaft break. It was further reported that the shaft was broken outside the patient's body after the physician tried to deploy the device.

Event description:
Reportable based on device analysis completed on 20dec2022. It was reported that crossing difficulties occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. After the 6f jl non-boston scientific guide catheter was engaged, a 3.50 x 16 synergy drug-eluting stent was advanced through guidezilla ii for treatment. However, during the procedure, crossing difficulties were encountered. The procedure was completed with 3.50 x 18 onyx stent. No patient complications were reported. However, device analysis revealed shaft break.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 16mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a shaft break at approximately 27cm distal to the distal end of the strain relief and multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.